Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and battery out limit. Customer's blood glucose level was 444 mg/dl. Troubleshooting for battery out limit alarm was performed. Customer advised the battery was out of the insulin pump for longer than the duration allowed by the device. Customer received a basal and a dual bolus. Customer was advised to contact their healthcare provider if they felt they needed more insulin. Customer was advised to monitor the insulin pump, monitor their high blood glucose and call back if issues persist.